Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The direction for use (dfu) states "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01019. It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres for 30seconds, the balloon ruptured. The device was completely removed and was replaced with another 16-6/5.8/75 xxl¿ esophageal balloon catheter which also ruptured at 5 atmospheres for 30seconds. The procedure was competed with 6-6/5.8/75 xxl¿ esophageal balloon catheter. No patient completions were reported and the patient status is fine.